Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button cable was creased. The cause of the non-functional response buttons is the creased rear response button cable. The root cause of the creased cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.